Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 3.1 with multiple pockets was off track, had broken rails. A field service engineer was informed by the customer that the half height drawer had broken rails. Fse remotely accessed the station and confirmed that drawer 3.1 had broken rails and required replacement, so the repair was postponed pending parts. Once the replacement drawer was installed, fse ran the hda test, which passed successfully to completion. The pharmacy then inventoried the entire contents of drawers 3.1 and 3.2, and both drawers passed the inventory process without issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 3.1 with multiple pockets was not opening and failed to recover. The drawer was off track, would not close, and was broken. The customer attempted to recover the storage space and reboot the station; however, the issue still failed to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.